Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4. Expiration date, h4: lot: j2400125. Mfg. Date 23-jan-24. Exp. Date - 23-jan-29. Lot: j2309103. Mfg. Date 16-dec-23. Exp. Date - 16-dec-28. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Additional information has been requested and received. Specific spine procedure name? Unk. Were there any intra-operative complications? If so, what were they? Additional incision where was the tip of drainage tube located? Under fascia. How was the drain secured? Sutured. What was the date of first activation? (B)(6) 2025. How was the product function verified following the first activation? Unk. Who monitored the drainage and how often? Unk. The diagnosis and indication for the index surgical procedure? Unk. Were any concomitant procedures performed? No. What is the patient's current status? No problem. Surgeon¿s name? (B)(6). If applicable, will product be returned? If so, please provide the return date and tracking information. The device has been shipped. H3 evaluation: complaint sample review: complaint sample set-1: total three complaint samples in well intact (originally packed) pouches were received for evaluation. For defect confirmation, two pouches were opened and products were checked visually, below were detailed observations: product-1: there were sticked marks visible on the trocar, nearby drain trocar joint. Also, the drain had similar chip-off marks.product-2: in reference to the complaint details "drain and trocar needle were adhered to each other", no negative observation was identified. Complaint sample set-2: one complaint sample of drain with trocar was received for evaluation, product was checked visually, below were detailed observations:1. Trocar was received in completely bend condition and there were significant dent marks visible on the trocar.2. Drain had fine chip-off marks on upper surface. To support the complaint details "the product was used under the fascia", from all the received samples it is clear that no product was used for the suction. Hence, it is suspected that the actual affected sample is different from the received once, and we have very limited scope of the investigation. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review: during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review: no negative observation was found. Review of defective sample's image / video: not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) h3 evaluation: complaint sample review : complaint sample set-1 : total three complaint samples in well intact (originally packed) pouches were received for evaluation. For defect confirmation, two pouches were opened and products were checked visually, below were detailed observations: product-1 : there were sticked marks visible on the trocar, nearby drain trocar joint. Also, the drain had similar chip-off marks. Product-2 : in reference to the complaint details "drain and trocar needle were adhered to each other", no negative observation was identified. Complaint sample set-2 : one complaint sample of drain with trocar was received for evaluation, product was checked visually, below were detailed observations: 1. Trocar was received in completely bend condition and there were significant dent marks visible on the trocar. 2. Drain had fine chip-off marks on upper surface. It is suspected that the actual affected sample is different from the received once, and we have very limited scope of the investigation. CAPA was identified by the manufacturer to address the event reported. The necessary investigations and/or actions have been taken to address the issue. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received 1. When was the leak identified? Immediately after completion of dermal sutures. 2. Did the leak occur during placement of the drain during surgery or post operatively? The end of the surgery, with the wound closed. 3. Please describe in more detail what is meant by ¿it was inflicted unnecessary invasion as a result.¿ this refers to the invasive step of cutting the stitches at the closed area, reopening the incision, and suturing it again, as well as the invasive step of reinserting the drain. I believe that the nuance of what is being said also includes the unnecessary time (anesthesia time) that was spent. 4. If incision was performed intraoperatively, what was the length of the additional incision required? It is thought to be about 15 to 20 cm. 5. Was a 2nd procedure performed to replace a new drain in the patient? If yes-date of procedure? The patient was replaced during the same surgery on the same day, and there was no second replacement after returning to the ward. 6. Was the patient¿s post op care altered due the difficulties experienced with the device. Check for drain leaks before placement. Postoperative care remains unchanged. 7. Were all components of the drain device used in the procedure returned for analysis? It's all that was returned. H3 evaluation: CAPA was identified by the manufacturer to address the event reported. The necessary investigations and/or actions have been taken to address the issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent spine surgery on (B)(6) 2025 and a drain was used. It was confirmed an air leak because of the reservoir was opened when the wound closure for a surgery was finished and the reservoir was activated, and when looking at the drain, it was broken. The product was used under the fascia. The drain was placed under the fascia, and an air leak was found after closed the skin, so the wound where is from the skin to the fascia was reopened, it was inflicted unnecessary invasion as a result. There has been no particular change in the patient's condition, and there are currently no treatment plans. There is no specific patient background information, such as allergies or medical history. It is possible that the trocar needle and the drain had been adhered to each other when put out the product to the surgical field before use. In addition, according to the doctor and nurse, they thought that a hole may have formed when peeled off, or it may have broken from the beginning. Additional suture was performed to complete the case. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4 lot: unknown lot, possible lots: j2400125, j2309103. Additional information provided: we got this info from the actual product -lot number => j2400125 x2, j2309103 x1, unk x1 regarding this event, the physician said "the wound of drain is small, so if an air leak occurs gradually, it is likely assumed that it would be found when the patient returns to the wards after the surgery additional information has been requested and received. ¿how many drains leaked or broke for this patient, post op to the spine procedure? One. ¿are the additional drains being returned (total quantity 3: j2400125 x2, j2309103 x1), representative samples from possible lots? Yes. ¿is the unk lot the actual sample used for the patient? Or is the product used from lot j2400125 as initially reported? The drain of unk lot was used for the patient. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Specific spine procedure name? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What is the patient's current status? Surgeon¿s name? If applicable, will product be returned? If so, please provide the return date and tracking information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.